Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and connect e-belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in ECG c & d cable. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged therapy electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.